Event description:
The pt no longer responded on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is not anticipated at this time. The child is using his device with the nonfunctional electrodes deactivated.